Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Diagnostics revealed low impedances on both leads. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information reported patient met with a manufacturer representative who reprogrammed the patient. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.